Event description:
It was indicated that the patient had been having a fever on and off for the week prior to report and, though the area over the pump was not red at the time, it had been in the past. There was no oozing, but the pump was loose in the pocket and fluid had accumulated. As a result, the patient would experience occasional discomfort. In addition to the seroma and swelling at the pump site, the patient had experienced pain as well. The pocket site had been ¿sloshy¿ since implant, but had become more noticeable since the swelling went down. As the patient was (B)(6) and very thin, the patient could see the pump and was worried that there was not enough room in her for it. It was indicated that the patient possibly had a cerebrospinal fluid (csf) leak, though she denied having the headache that would usually be associated with a csf leak. The patient had fluid drained from the pocket and sent off to analysis. The fluid that was tested was found to be serosanguineous fluid and the cultures were negative for infection. A procedure was planned for (B)(6) to perform a pump revision, add a mesh pouch, and possibly have a blood patch. On that day, the pocket was opened and a moderate amount of serosanguineous fluid was drained. It was seen that all of the anchoring sutures were broken free from the fascia and the catheter tubing was extremely twisted secondary to the patient twiddling the pump, though it was indicated that the patient had previously denied twiddling. The patient¿s symptoms had been caused by a localized inflammatory reaction secondary to the pump being repeatedly manipulated in the pocket. The healthcare provider (hcp) was able to aspirate csf from the catheter and tip placement confirmed at t12; however, when injecting dye, a small hole was noted at the proximal end of the pump segment. 60cm of convoluted catheter was removed and a new 73cm pump segment was added. In addition, a mesh pouch was added to the pump and all four retention clips were sutured into place. The hcp felt that no blood patch was needed, though the patient was sent home with an abdominal binder to use until told otherwise by the hcp. No catheter segments were left, not in use, in the intrathecal space. Following the surgery, the patient was receiving effective therapy, though the patient reportedly had never complained about ineffective therapy. Prior to pump placement, the patient¿s pain was always an ¿eight or nine¿ and since implant was ¿at most a six¿. In addition, as of (B)(6), the patient had not complained of continuing swelling at the pocket site. Two days after the procedure, the hcp reportedly contacted the manufacturer representative as he was thinking of going in and trying to push the patient¿s catheter a little higher in her intrathecal canal. He believed that the catheter had pulled down from its original position by multiple rotations of the pump in its pocket. At the surgery on (B)(6), the thoracic incision was opened and the catheter was found to be very twisted in the catheter pocket. The hcp snipped the catheter and untwisted it; the drug was noted to flow slowly out of the proximal segment and csf flowed from the distal end. The catheter was then moved up slightly in the canal to the tip at the base of t11, the segments we re joined with a catheter connector, and a purse string suture was added at the catheter entry point. It was noted that there were no symptoms associated with the migrating catheter. The device system was used to deliver dilaudid. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Event description:
Additional information was received. As of (B)(6), the patient appeared to be healing well following the pocket/lead revisions. In addition, a 10% increase to the dosage was made to increase the patient's comfort.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the catheter found significant twisting of the catheter body that may have affected infusion. During analysis, some twisting was seen on the proximal and distal ends of the catheter. During pressure testing, a leak was seen from underneath the transition tubing and strain relief shroud. After the technician cut and removed the transition tubing and strain relief shroud, a tear was found on the catheter body where the leak was suspected to be coming from. It was determined that the twisting may likely have been the cause of the tear. It was noted that the technician was not too sure if cutting the strain relief shroud caused more tear than what was present.

Manufacturer narrative:
Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.